Manufacturer narrative:
The lead was not returned. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The results of the ICD analysis: the returned ICD was visually inspected upon receipt, and signs of abrasion were found at the housing. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. In the next step, the ICD was opened, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. These damages are with high probability the result of a shock delivery into an external low-ohmic shock path. Due to the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that might lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, which leads to a low-ohmic contact of the high-voltage conductors. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error. Biotronik has informed the physician about this analysis result. The physician decides based on the individual circumstances and the medical evaluation of the patient whether the lead will be exchanged. If additional relevant information or the lead itself should become available, this investigation will be updates, and you will be informed accordingly.

Event description:
After an implantation period of approx. 78 months, it was reported that the ICD device was not interrogatable in the hospital. The information about lead damage was not received until 05-nov-2020. The lead had already been implanted and active for 140 months at the time of the event. During the ICD replacement, the lead was measured to rule out a lead defect. After the ICD change, the lead measurements were in range. The notification decision was taken based on the results of the ICD analysis.